Event description:
It was reportable that this insertable cardiac monitor (icm) eroded through the skin. The icm was explanted, the physician gave the patient antibiotic and sent them home. The icm was released in clarity. No new devices were implanted and the icm has been returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) was inspected and analyzed. Visual examination noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations.

Event description:
It was reportable that this insertable cardiac monitor (icm) eroded through the skin. The icm was explanted, the physician gave the patient antibiotic and sent them home. The icm was released in clarity. No new devices were implanted and the icm has been returned. No additional adverse patient effects were reported.